Event description:
A (B)(6) male pt contacted zoll customer support to report that the charger is displaying "charger problem" and will not charge the battery.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger not functioning properly / switched between charging and insert battery) has been confirmed. The cause of the improperly functioning charger/modem is the contamination on the battery board inside the charger/modem. The root cause of the contamination could not be positively identified but is likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.